Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after breakfast and a meal announcement, the patient experienced hyperglycemia with a reported blood glucose of 302 mg/dl that was trending downward; the contact opted not to change supplies and planned close monitoring with follow-up if glucose trended upward. Symptoms included hyperglycemia without acute complications. Outcomes included no medical intervention, no use of backup therapy, and no ketone testing. Investigation included remote troubleshooting and education. Investigation of this case revealed an unclear cause of hyperglycemia, with no device malfunction or component issue identified based on available information. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.